Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the left ventricular lead; the coronary sinus was dissected. The procedure was aborted and the lead was not implanted.